Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.24 volts after 61 months of implant. The monitoring voltage had been 2.54 volts approximately 7 months earlier. There was a concern the battery depleted prematurely. No adverse patient effects were reported.